Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was returned to zoll for evaluation. Visual inspection showed that the pump lid is broken, four white rollers and drip tray gasket are worn, the seal rocker switch is missing and the casters are loose. The review of the event log showed sixteen tcmid: 06 (cooling engine post failure) messages. The console failed functionally testing. Further investigation showed that the cooling engine (ce) was defective due to aging. The unit is more than six years old. In summary, the reported complaint of thermogard displaying error message tcmid: 06 was confirmed during event log review and functional testing and was attributed to a defective cooling engine. The damaged parts and the cooling engine were replaced. The console was functionally tested and passed all final testing criteria.

Manufacturer narrative:
The zoll console in complaint was returned to zoll on 04/25/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during patient therapy the thermogard xp ivtm system (s/n (B)(4)) displayed tcm ID: 06 (ce post failure). No patient sequelae was reported. No additional information was provided.